Manufacturer narrative:
It is unknown whether or not the ulcer and subsequent bleed occurred at the ablation site or elsewhere in the esophagus. Out of an abundance of caution it will be assumed that the ulcer was near to or at the ablation site. Therefore, the bleeding is likely procedure-related. No device malfunction was reported and the device was not returned.

Event description:
C2 became aware of gi bleed event on (B)(6) 2017 with a (B)(6) male commercial patient. Prior cryoballoon procedures on (B)(6) 2017 at the complainant site. Gi bleeding occurred on (B)(6) 2017. Endoscopy was performed and an ulcer in the esophagus was found at a different hospital (not complainant site). On (B)(6) 2017 patient was treated at complainant site with cryoballoon and no issues were observed. No visible ulcer was seen.